Event description:
During an incident in 04 involving a patient in full cardiac arrest with CPR in progress, this bls crew arrived, turned the unit on before both pads were attached and the unit emitted a loud continuous tone and displayed on the screen to service immediately. They powered the unit off and back on again with no further problems noted. The patient was mostly flat line with low level vfib like rhythms. An als crew arrived, took over patient care with their own defib and transported the patient. Patient outcome is unknown, but the reporter feels they did not survive. The reporter isn't sure of the exact message on the screen. The customer was hesitant to use the defib again without having it checked out.